Event description:
Information was received that reported a patient was hospitalized for hyperglycemia. Per reporter the patient woke up at 6:05 with a blood glucose of 458. They gave a correction bolus and it went down to 407 and then right back up. At 8 am she began vomiting and they took her to the hospital. Her blood sugar was 485 at admission and she had large ketones and was vomiting. She was treated with IV drip insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incident, but as of date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.